Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient called the rep back and said once she was able to get her controller fully charged, she was able to recharge. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient couldn't charge as they believed the ins was sitting ¿cockeyed.¿ the rep reported that the patient went home and charged the controller to 100% and was then able to charge the ins with excellent or good quality. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was only getting poor coupling. The rep met with the patient on (B)(6) 2019 to show the patient how to recharge the ins. They palpated the battery and they were only able to feel the top of the ins but not the bottom of the ins. The ins was reported to be at an angle. The rep tried to connect to the ins but they were only able to get poor recharge quality as well. The controller was noted to be at 50% and the ins was at 10% charge. The rep went into passive recharge mode, but they were still only able to get 79-81. They had no other equipment to troubleshoot with, so it was reviewed that the angle of the ins was likely the cause of the poor coupling. They were redirected to the doctor to check the device. No symptoms were reported. No further complications were reported or anticipated.